Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations, including 129.0 cm from the proximal end. The embolization coil was intact with the pusher assembly, had offset coil winds in multiple locations, and was ovalized approximately 2.0 cm from its distal tip. No damage was observed on the introducer sheath. Conclusions: evaluation of the returned device revealed the embolization coil was ovalized near its distal end. This type of damage may occur if the microcatheter containing the embolization coil becomes ovalized or kinked. This damage likely contributed to the resistance experienced while advancing the pc400. Further evaluation revealed the embolization coil had offset coil winds and the pusher assembly was kinked. This damage likely occurred due to forceful advancement of the pc400 against resistance. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the thoracic artery using penumbra coil 400s (pc400s). During the procedure, the physician felt strong resistance and was unable to advance a pc400 more than 15 centimeters within the non-penumbra microcatheter. The physician attempted to pull and push the pc400, however the pc400 was unable to advance; therefore, the pc400 was removed. The procedure was completed using the same microcatheter and additional pc400s. There was no report of an adverse effect to the patient. It was reported by the medicos hirata quality assurance (qa) staff that the returned pc400 had a kink on the coil; however it could not be identified whether this damage occurred during or after the procedure.